Event description:
Two sets of the paratrooper shuttle anchor detached from the shuttle strands while the surgeon attempted to pull the implant through the bone tunnel. The hospital's suture was utilized to suture and anchor to the plantar plate. All debris was successfully removed but surgery was delayed by 45 minutes. This is report 1 of 2 for the first set.